Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was high. Elevated blood glucose was address with manual injection. Reportedly, the customer reverted to an alternate method of insulin therapy.